Event description:
It was reported that the system was generating an intermittent workstation error. There was no patient injury reported.

Manufacturer narrative:
Ge representative evaluated system and adjusted 5 volt power supply voltages. Rep performed operational tests. System is operating as intended.